Event description:
It was reported that the pump battery would not charge using the tandem-provided charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer was able to successfully charge the pump with an alternate charging cable.